Manufacturer narrative:
Section a4: unknown, as information was requested but not provided. Section b3 - date of event: exact date not provided. The best estimate is between lens implantation ((B)(6) 2017) and date lens was explanted ((B)(6) 2023). Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded by the customer. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (device dislocation) attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the one-piece intraocular lens (iol) implanted on (B)(6) 2017 was explanted on (B)(6) 2023. Account indicated that the iol deviated in the eye. A new iol was implanted. Sutures were required. The patient is well and without injuries. No further details were provided.